Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by deteriorated general condition, abdominal pain and cloudy effluent. The cause of the event was not reported. The patient was hospitalized on the same day as the event onset. The patient was treated with unknown antibiotic medication (intraperitoneal, dose and frequency not reported) and unknown antifungal medication (intravenous, dose and frequency not reported) for peritonitis. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.